Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size. It was reported that a CT scan performed during a follow up, the physician noted an endoleak. It was reported that the physician stated he believed this was a type 1a endoleak caused by disease progression. No intervention has occurred to resolve the endoleak. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.